Event description:
The implant surgeon reported that the anchor was implanted following the operative protocol (pre hole, screwing of the anchor, test of the anchor). When the knot was punched with the knot puncher, the suture broke. The surgeon needed to implant another anchor.

Manufacturer narrative:
The product will not be returned to the manufacturer for investigation. Additional information will be available upon the completion of the complaint investigation.